Event description:
It was reported that the patient had the sensation like boiling water was running from the top of her head down into her cheek. It was unclear whether stimulation was on or off. When the patient¿s pain increases, she was to turn stimulation on and then in about an hour later the pain would begin to subside. Today, she turned stimulation on this morning and now, about six hours later, she was having the boiling water sensation. It seemed like the patient had been experiencing this pain for the last few days, but it was unclear. The patient was going to contact her manufacturer representative. This is the patient¿s usual state. She has had a long history of cranial surgeries with nerve impairments that manifest in facial pain, trigeminal nerve involvement and eye pain. Dr (B)(6) implanted the motor cortex stim system in an effort to help reduce her pain from these conditions. She has continually said that without her stimulator, the pain is definitely worse. If I had to guess, I¿d say she gets no better than 30-50% pain relief; she still has substantial pain. She has good days and bad days ¿ which are the ones we tend to get calls on. Her doctor is working with her on many fronts including depression. Her records of calls goes back some time, and her state does not change with any significance. It does seem like a long time since we¿ve been called in to see her, and dr (B)(6)¿s secretary says she hasn¿t heard from them in a long while either, so I don¿t have any update info since a last report. The following stimulation condition was reported: pt reports and says she is in serious pain (see related call for more details). Pss asked if pt had been to the doctor and they said "they cant help me". Pt kept repeating that "its broken", and pss was not sure if the pt meant the belt, or her insr antenna. Patient services ordered a belt for the patient on (B)(6) 2012. Pss asked repair to confirm they sent the belt out. Repair told pss the belt has already been delivered. Pt was hard to understand and seemed very distraught and unconsolable. Pt states she cant get up and when her mother gets home she will see if the package is outside the door. Pt reports her mother just found the package. Pt had her mother get on the phone and the mother confirmed that just the belt is broken, but they have a new one there they will use. Issue resolved. Related pe - (B)(4) - rpl the following medical condition was reported: see related calls. Pt feels extremely hot, particularly on the left side of her face and chin. Pt states it feels like her eyeball is boiling. Pt states her implant is located on her right side above her breast. The following stimulation condition was reported: pt states that her stimulation is altering and that it is changing from 9.5v to 9.6v. Pss advised that stimulation should not increase or decrease without the patient changing it themselves. Later in the call, pt noted that there is a possibility she may have changed settings without knowing. Pt states the system is not working as well as it should. Redirected caller to patient's hcp. Pss advised that if the pt feels like they are having a medical problem they should consult with their doctor. Pss also noted that if pt believes she is having issues with stimulation changing unprovoked, she should consult with her managing physician to have an integrity check of the device done. Miscellaneous information. Pt was in a fragile emotional state throughout the call and was quite difficult to understand. Pt seemed disoriented. The call was about the patient programmer. A problem was reported. Pt initiated call by saying she believes her antenna is malfunctioning but there was no indication that a programmer antenna was involved with her issue. It was reported the patient seems to be getting more and more burning pain. It was noted that the problem began when the second device was implanted in (B)(6) 2010 and the patient cannot move without being in pain. It was noted that the device is helping with their pain but not 50% of their pain. [Information omitted pertaining to events (B)(4) ¿ insr not charging/bent connector and (B)(4) ¿ implant too deep. These events are not related] it was further reported the patient is ¿screaming out of their mind¿ because they have not had stimulation on for 2 days. It was confirmed the pain began when the patient had their second device implanted in (B)(6) 2010; however, they did report the patient has had burning for the past 17 years, even prior to the use of devices. It was reported the patient¿s therapy helps but not by 50% as previously stated. It was noted the patient has scalding pain in their face and has nerve damage. [Information omitted pertaining to (B)(4) ¿ insr not charging/bent connector. These events are not related.]

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3587a25, lot# n194647, implanted: (B)(6) 2009, product type: lead. Product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).

Event description:
Additional information received from the patient reported she is always in pain. If additional information is received a follow up report will be sent.